Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple drawers were not detected on the bus. A field service engineer (fse) did not have access to the cubies because the main drawer 4.2 retractor band was broken. The fse also found that the rails were bent on main drawer 4.2. The fse replaced the main drawers 4.1 and 4.2 issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.2 was very hard to open or close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.